Manufacturer narrative:
(B)(4). The results of this investigation concluded there were tears in all three cusps, and all cusps were fibrotically thickened. There was fibrous pannus ingrowth on the inflow surface of all cusps, and a thin layer of fibrin on cusp 3. Gram stains were negative for organisms, and no acute inflammation or significant calcifications were present. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, pannus, and tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2012, an aortic valve replacement was performed and this 23mm sjm trifecta valve was implanted. On an unknown date in 2015, the patient developed symptoms of aortic regurgitation. On (B)(6) 2015, the valve was explanted and replaced with a 23mm non-sjm tissue valve. Ex vivo, the left coronary cusp was observed to be torn.